Manufacturer narrative:
Event site name: (B)(6).

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) fiber-optic input port was damaged. The cable connector was unable to properly mate with the female connector. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse bent the fiber-optic bracket upwards to align it. It then fit properly. The unit passed all functional and safety tests per manufacturer specifications.